Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance.¿ (B)(6). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During further investigation, it was noted the root cause of the event was due to excessive torque on the product.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date with competitor product. Subsequently, patient was revised on (B)(6) 2014 with biomet product due to an unknown reason. During the procedure, the tip of the screwdriver would not disengage from the screw head. The screwdriver tip remains in the patient. There has been no reported revision procedure to date.